Event description:
It was reported that following a percutaneous transluminal artery procedure, an allergic reaction occurred. The region of treatment was the pulmonary artery. One hour following the procedure, the patient had an unspecified allergic reaction. The cause of the allergic reaction is unknown. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the potential batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.